Event description:
It is reported that the surgeon was unable to seat the constraining ring on the liner. The surgeon felt that the liner looked different than past epsilon durasul constrained liners. The rep also said that the "stickers" in the box did not seem normal. Surgery was delayed by 30 minutes. Zimmer was made aware of the 30 minute delay on (B)(6) 2009, which made this complaint reportable.

Manufacturer narrative:
Evaluation summary: the device was unavailable for analysis and the device condition is unknown. The surgical notes are unavailable, and it is unknown if the metal locking ring was assembled as per the surgical technique (B)(4). The instruments used are also unknown. Based on the above information and observations, the difficulty assembling the metal locking ring to the liner may have been due to one or a combination of the following mechanisms. Soft tissue may have impeded the assembly, preventing engagement of the metal locking ring with the liner. Alternatively, the metal locking ring may have been misoriented, as it is designed to mate in one orientation, with different sized finger tabs to correlate with the finger sizes of the liner. However, the exact cause of the current situation cannot be conclusively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.